Event description:
The customer reported that the central nurse's station (cns) went into a blue screen saying the computer ran into an issue and needed to restart. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into a blue screen saying the computer ran into an issue and needed to restart. The customer let the cns restart, but the unit still goes into a blue screen, they also tried to power off the cns, wait a few minutes then power it back on, but the issue persists. Technical service (ts) let the customer know that the hdd's will need to be replaced. There was no patient injury reported.